Event description:
It was reported that a novum iq syringe pump displayed downstream occlusion alarm during therapy (medication in use not provided). Troubleshooting was performed to flush the line with heparin - able to draw back blood, but unable to flush line. The line was removed due to clot/occlusion and a new PICC line placed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: based on the information provided by the customer, the pump was alarming for actual downstream occlusions due to a blocked PICC line (the nurse was unable to flush the line). This would not lead to a death or serious injury if were to recur as the pump is operating as intended by detecting an occlusion and alerting the user to the alarm condition. Should additional relevant information become available, a supplemental report will be submitted.